Manufacturer narrative:
(B)(4). Date sent: 01/10/2023. D4: batch # 736a99. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh29b device arrived with no apparent damage. The breakaway washer was present and uncut, all staples were present and protruding inside the pockets. Further analysis of the device showed that the trocar was damaged. However, the anvil was installed onto the trocar without any difficulties. No functional test was performed due to the condition of the device. It should be noted that an inadvertent movement of the firing trigger after disengaging the safety might cause the staples to fall out. It is important to ensure that the adjusting knob is set in the firing range before disengaging the safety. Therefore, it is imperative that disengaging the safety be the last step prior to firing. Please reference the instruction for use for more information. The defect of the trocar has been correlated to a manufacturing process. A manufacturing record evaluation was performed for the finished device batch number 736a99, and no non-conformances were identified.

Event description:
It was reported that during the lap colon procedure, the anvil portion of the circular stapler does not separate from the stapler. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.